Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was over 22.2 mmol/l. Customer was currently stable in the 6 mmo/l range. The customer was assisted with troubleshooting. The customer was treated with multi dose injection for high blood glucose. Customer was not hospitalized. Customer stated that they did used auto mode feature at time of high blood glucose event. Customer noted this was not only concern as they did had issues with insulin pump needing to be reset due to pump error alarm and battery life issues back on. Customer stated since then insulin pump had not gotten over 8 days of battery life and will quickly go to replace battery before shutting down. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, sleep current measurement and active current measurement. All currents within specific range. Device was monitored and no unexpected battery lasts less than expected alarm noted during testing. However, pump error 14 confirmed in history file due to corrupted file, isolated to electrical board.